Event description:
It was reported that alarm 01 occurred while cartridge was in use and caller could not confirm any visible damage on cartridge, with lot number unknown and original cartridge not available for return. There was no adverse impact to the customer's blood glucose level. Caller was instructed to load new cartridge, successfully resumed insulin delivery with replacement cartridge, and no additional corrective actions were reported.